Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg was nearing end of life, and it is unknown if the device depleted prematurely. The patient is still receiving therapy. Surgical intervention may take place at a future date to address the issue.